Event description:
The device was returned for the door latch was moving, it was unstable and made loud noise. During physical inspection, it was found that there was a lifting downstream occlusion (dso) seal.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Additionally, it was found that the downstream occlusion (dso) seal was lifting. The dso seal was replaced.